Event description:
It was reported that a t:slim x2 pump battery did not charge . There was no adverse impact to the customer's blood glucose level. Caller tried a different wall adapter without success, then used a different charging cable that resolved issue, observed damage to original charging cable, and was advised that non-tandem supplies should only be used for troubleshooting, after which tandem technical support arranged replacement charging supplies and pump began charging without further need for assistance.